Event description:
It was reported that the left ventricular (lv) lead dislodged and was not capturing. The lead was explanted and replaced. During implant of a new lv lead, the catheter broke/tore during slitting. The lv lead had to be removed to remove the distal portion of the catheter. The lead was then reinserted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. It was noted that the catheter was damaged, and a visual analysis of the lead indicated damage at implant. Concomitant products: d314trg implantable cardioverter defibrillator (ICD) (B)(6) 2012, 6935 implantable tachy lead (B)(6) 2012, 5076 implantable pacing lead (B)(6) 2012, 4296 implantable pacing lead 2013. (B)(4).